Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The relevant sections of the device history records for mlp-023954 were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Pump exchange due to infection is reported under MFR # 2916596-2021-00687. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR #: 2916596-2021-00687. It was reported that the patient underwent pump exchange for pseudomonas infection. The patient was treated with intravenous cefipime, oral levaquin, intravenous meropenem, and intravenous zosyn. Computed tomography scan showed no focal and drainable collection. Pump parameters were stable. The patient expired on (B)(6) 2021 due to severe brain injury secondary to drug resistant pseudomonas sepsis. The pump was functioning as intended.